Event description:
A slotted guide was placed up the femoral canal, pinned in place and the distal femoral cut was completed. Upon removal of the slotted guide, it was noted that the distal part of the (approx. 7 cm) of the intramedullary alignment rod was broken within the intramedullary canal of the patient's proximal femur. Multiple attempts to remove the part were unsuccessful. Depuy slotted guide with intramedullary rod consigned to (B)(6) for use with depuy knee prosthesis. It is used to make exact cuts in the femur. There is a small step in the instrument. The rod broke off at this "step". There was no defect noted on the instrument prior to beginning this case.